Event description:
It was reported that a thrombus and cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. After the closure device was deployed in the laa of the patient, a thrombus was seen on the tip of the delivery system / access system as a unit. Additional heparin was given to the patient and the physician aspirated the sheath to remove the thrombus. Echocardiogram imaging showed that the thrombus had resolved and so the procedure was continued. The closure device was released from the core wire and was successfully implanted in the laa of the patient. The next morning, the patient developed a difficulty to speak. Imaging revealed that the patient experienced a left middle cerebral artery infarct. There was no immediate treatment for the patient. The patient was not a candidate for tissue plasminogen activator (tpa) based on their recent gastrointestinal bleeding (gib). Eliquis was not resumed immediately post watchman and plavix was held. The patient has since been discharged to inpatient acute rehabilitation and is still experiencing right hemiparesis, dysphagia and expressive aphasia. In addition, the patient is now back on eliquis and plavix with statin therapy.